Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and poor barrier separation was observed. Additionally, 59 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode based on the investigation completed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the ficoll broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: break away of the ficoll our client, when using cpt tubes to obtain pbmcs, after a first centrifugation (25 min at 1500 g), the ficoll detaches and comes into contact with the pbmcs. This is restrictive because it is obviously toxic to pbmcs.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the ficoll broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: break away of the ficoll our client, when using cpt tubes to obtain pbmcs, after a first centrifugation (25 min at 1500 g), the ficoll detaches and comes into contact with the pbmcs. This is restrictive because it is obviously toxic to pbmcs.